Event description:
According to the customer on (B)(6) 2023 they were "walking with the rollator and when engaging the brakes to stop, the left cable broke causing the rollator to continue moving and the customer to fall."

Manufacturer narrative:
According to the customer on (B)(6) 2023 they were "walking with the rollator and when engaging the brakes to stop, the left cable broke causing the rollator to continue moving and the customer to fall." Per the customer they went to the emergency room and had a CT scan and MRI performed that showed "bleeding in the brain." Per the customer they were admitted to the hospital for a week for observation and discharged with a referral to a neurologist. Per the customer they also were treated for a "cut on the forehead above the right eye by applying surgical tape." No additional information is available at this time. The sample was returned and the customer's complaint was confirmed, however, at this time a definitive root cause could not be determined. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.